Event description:
Per independent repair center, unit is alarming or red light. Failures include: the ball stuck in the flow meter, dirty pm kit, low o2 in the sieve beds, and leaking at the fitting receptacle.